Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
The tampon became lodged inside me- vagina [foreign body in reproductive tract] while trying to remove the tampax pearl size super the string broke and the tampon became lodged inside me [complication of device removal] . The string broke- tampax pearl [device breakage] . Case narrative: consumer reported via email that the tampon string broke during removal. No serious injury was reported. Lot codes: 4190243069w 08:47 1, 4065243068w 16:23 3.

Event description:
The tampon became lodged inside me- vagina [foreign body in reproductive tract] while trying to remove the tampax pearl size super the string broke and the tampon became lodged inside me [complication of device removal] the string broke- tampax pearl [device breakage] case narrative: consumer reported via email that the tampon string broke during removal. No serious injury was reported. Lot codes: 4190243069w 08:47 1, 4065243068w 16:23 3.

Manufacturer narrative:
Product investigation is in progress.

Event description:
The tampon became lodged inside me- vagina [foreign body in reproductive tract]. While trying to remove the tampax pearl size super the string broke and the tampon became lodged inside me [complication of device removal]. The string broke- tampax pearl [device breakage]. Case narrative: consumer reported via email that the tampon string broke during removal. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.